Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection identified an embedded particle in the last fill line's tubing. Pressure test was performed with no issues noted. The reported condition was verified and the cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot number provided was s15b25089. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign matter in the cassette tubing. This was found before use. There was no patient involvement. No additional information is available.